Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clipping. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the reported complaint "not clipping". Failure analysis found the primary finding of severely bent grips to be related to the customer reported complaint. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.35mm offset at the tips. The clip can not be properly loaded into the clip groove of the grip-tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Probable root cause is attributed to damage during either use or reprocessing, as severely misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip by applying excessive force on the jaws.